Event description:
It was reported that the 2600 system had a burning smell coming from the generator prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.